Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: p elite stent delivery system was returned for analysis. The device was returned without the stent. The device was returned without the balloon section of the device. The device was returned without the balloon and tip sections of the device a visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a midshaft extrusion break and kink 140.5cm distal from the distal end of strain relief. Distal section (including portion of midshaft extrusion, balloon, stent and tip) not returned. No other issues were identified during the product analysis.

Event description:
Reportable based on additional information received on 30jun2020. It was reported that crossing difficulty was encountered. The target lesion was located in a coronary artery. A 38 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, additional information received confirmed that the shaft broke while pulling out from catheter. It was further reported that the 95% stenosed target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery. The patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: p elite stent delivery system was returned for analysis. The device was returned without the stent. The device was returned without the balloon section of the device. The device was returned without the balloon and tip sections of the device a visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a midshaft extrusion break and kink 140.5cm distal from the distal end of strain relief. Distal section (including portion of midshaft extrusion, balloon, stent and tip) not returned. No other issues were identified during the product analysis.

Event description:
Reportable based on additional information received on 30 jun 2020. It was reported that crossing difficulty was encountered. The target lesion was located in a coronary artery. A 38 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, additional information received confirmed that the shaft broke while pulling out from catheter.